Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever (38.5 degrees c.), abdominal pain and cloudy effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with ceftriaxone (2g, once, intravenous drip, discontinued after 8 days) and vancomycin (1g, twice, intravenous drip, discontinued after 3 days) or the event. Eight days after the event onset, the patient was discharged and recovered from the events. Pd therapy was ongoing. No additional information is available.